Event description:
Per op report: this valved graft was explanted due to infection. Prior to explant, the pt had a probable root abscess with positive blood cultures. Echo showed what appeared to be a fistulous tract connecting to an abscess. At explant, a "large" root abscess was found along with a "large amount of what appeared to be infected material on the inside of the valve". It was replaced with a 27-mm aortic homograft.